Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently. The angiogram revealed that the aneurysm is currently 10 cm in diameter and there was contrast exiting the endurant stent graft at the flow divider in to the aneurysm sac. The physician concluded that there is a type iii fabric endoleak. The physician elected to implant an endurant aortic cuff however the type iii fabric endoleak remained. An endurant aui was implanted and the type iii fabric endoleak was resolved. Per the physician the event is related to the stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician initially thought the leak was either a type I or a type iii. They opted to first implant a cuff. When this did not resolve the event the physician assumed that it was a type iii endoleak and implanted the aui device. However, it was noted that it could have been an unresolved type ia. The physician was unable to determine a cause for this event.